Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the colon during a colonoscopy procedure performed on (B)(6), 2013. According to the complainant, during the procedure, the physician opened the device but when he attempted to close it, it would not close. It was not possible to retract the loop at all. The technician checked the handle, the wire inside was not present anymore. The handle cannula broke and detached. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.